Manufacturer narrative:
B5. Corrected information, initial report: inadvertently stated that the explanted generator had not been received for analysis. D10. Corrected information, initial report: inadvertently did not note that the generator had been returned and add return date.

Event description:
The explanted generator was received and product analysis was performed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and the pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The patient's mother reported that they were concerned the battery was dead as the patient was having to use rescue medications more often for seizures. The physician had no assessment on the event as they had not seen the patient since the event was reported. The patient's generator was replaced. The explanted generator has not been received for product analysis to date. No other relevant information has been received to date.